Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged confirmed through chest x-ray which believed due to twiddler¿s syndrome. It appeared that this ra lead also had lead body damaged. This ra lead was explanted, replaced and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the lead body was slightly twisted. The helix and the tip section of the lead appeared no signs of damages. The allegation was confirmed that the lead had dislodged after the lead body was twisted secondary to the patient having twiddler¿s syndrome. This lead was clinically out of specifications due to a damage that was induced in the field.